Event description:
It was reported during a laparoscopic hernia repair the ems stapler allegedly did not fire properly and would not release from the tissue. The ems fired correctly the first 2 firings. When placed against the tissue for the third time, the device was fired and the stapler jammed and then would not release from the tissue. The surgeon used graspers to release the end of the instrument from the tissue. A second ems was opened and fired properly on the first 2 firings and again jammed on the third firing and needed to be released from the tissue with a grasper. A third ems was opened to complete the case. There was no pt consequence.

Manufacturer narrative:
Tracking #.46937. Device-b. Device not returned for analysis.